Event description:
The customer received a questionable urea result for one patient sample. A sample from the patient taken (B)(6) 2014 was tested with a result of 39.1 mmol/l. As part of the laboratory's validation process they checked the patient's record for any previous results. It was noted that a sample from the patient on (B)(6) 2014 which was processed by the modular preanalytic analyzer (mpa) had a result of 3.4 mmol/l. This did not fit with any results obtained on this patient. The primary sample from (B)(6) 2014 was retested on (B)(6) 2014 and the urea results were 39.8 mmol/l and 40.2 mmol/l. The result of 3.4 mmol/l had been reported outside the laboratory and an amended report for this patient was issued. It was unknown if the patient was adversely affected. The urea reagent lot number was 69013001. The expiration date was requested, but was not provided.

Manufacturer narrative:
This event occurred in (B)(6). Information concerning the specific part number involved in this event was requested, but not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.